Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Our engineers have evaluated the returned device. Their investigation showed following: seven unopened devices from the same box were returned to gore, however, the devices associated with the event were not. Without the devices, an engineering evaluation could not be completed. (B)(4).

Event description:
It was reported to gore that for three gore-tex suture devices a suture thread breakage during a penile lengthening procedure while knot tying was observed. The procedure was completed by using another suture device. No fragments remained in the patient and no reintervention was performed. The patient is doing well.